Event description:
It was reported that the right ventricular (rv) lead had an impedance measurement greater than 200 ohms. Follow-up conducted revealed that the patient was kept overnight for monitoring. The next day the pocket was opened and revealed that the rv lead was loose and was out of the connector. The set screw was tightened and the device and lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.